Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 28 mg/dl. Prior to the event, the customer experienced low blood glucose levels while driving. The customer pulled over and passed out. People near by then called the paramedics. Assisted the customer with turning off the sensor feature for the night. Nothing further was reported.